Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va33su2 implanted: (B)(6) 2025: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 26-nov-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they were still urinating on themselves and that with the trial, they had a couple of accidents but during the whole time, they could count maybe 2-3 times they didn't make it to the bathroom which was really good for them because they would always have to constantly having to change a pad or something prior to the implant so the trial had been phenomenal the patient stated they were thinking that the lead wire wasn't in the right location because it was vibrating strongly in their left butt cheek where the ins site was instead of in the bike-seat region. Patient stated they were also urinating a lot too and still not making it to the bathroom in time and that hadn't been happening with the trial. Patient stated they'd felt the stimulation in the bike-seat during the trial so they knew that now what they were feeling was not in the bike-seat. Patient stated they trialed for just shy of a week and that the trial had "2 sides". Patient services reviewed device description/function as well as programming and stimulation con siderations with the patient and redirected the patient to follow up with their managing health careprovider (hcp) to check the implanted system, discuss their concerns and potential program changes. Caller stated they'd already called the hcp's office and they'd told the patient to call manufacturer for assistance in making a programming change. Patient services reviewed the role of patient services and the role of the manufacturer representative (rep) and advised that if the hcp wanted a rep to assist, they could page one to come to the office if necessary to check the implanted system and the patient stated they would be calling the office after speaking with patient services but they wanted to try a different program while on the call with patient services so patient services walked the patient through connecting to their implant settings. The therapy was on, on program 3 at 1.7 ma. The patient switched to program 4 then program 5 then programs 1, 2, 6 and 7 and patient only ever felt the stimulation in their buttcheek at the ins site. Patient stated program 7 stimulation wasn't at the ins site but it was still in their butt cheek and nowhere near the bike-seat region. Patient stated they were going to reach out to their hcp to see if they could page a rep for a reprogramming session and to discuss their placement concerns.